Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that at implant the lead exhibited foreign material. The lead was not used. The patient condition was uneventful. No additional information was available.